Event description:
It was reported that the pump was dropped and the touchscreen became cracked. At the time of the report the pump was still functional. Customer's blood glucose level was not impacted.